Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 5xx insulin pump. Performed insulin pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion reservoir was not occluded.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was over 500 mg/dl. The customer was treated with insulin shot for high blood glucose level and infusion set was detached. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.